Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope did not display an image and scope malfunction error (e218). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the corrosion on endoscope connector led to scope malfunction error (e218) and damage on scope connector led to no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.